Manufacturer narrative:
(B)(4).

Event description:
It was reported after the device was programmed, decreased r-wave sensing amplitude was observed. The lead was capped and replaced. No further information is available.